Event description:
It was reported the patient is experiencing discomfort due to the location of her scs ipg. Surgical intervention is planned for a later date to address the issue.

Event description:
Follow-up identified the patient's new scs system was reprogrammed. In addition, the issue of discomfort at the ipg site is reportedly resolved.

Event description:
Follow-up identified the patient's scs ipg was explanted and replaced. In addition, the new ipg was moved to the abdomen.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.